Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported a ventilator with a high blower temperature alarm. The manufacturer's field service engineer (fse) confirmed the reported problem. There was no patient involvement. The fse replaced the blower assembly to address and correct this reported event.